Event description:
A device was implanted, date not indicated. On 3/4/97 the entire device was removed from the patient and replaced due to "mechancial failure after 2 years." Co has requested additional information.